Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the patient had an allergic reaction to the cleo 90's adhesive, skin burns and blisters [adhesive tape allergy]. The patient was allergic to chlorhexidine gluconate and tegaderm dressing. The outcome of infusion site cellulitis, dizziness, pain and respiratory rate increased was unknown. The patient was allergic to cleo 90¿s adhesive and her skin burns and had blisters (dermatitis contact). She had cellulitis (previously reported, infusion site cellulitis) and had 8 failed sites because of it. There was a patient involvement, and a patient harm/adverse event reported.

Manufacturer narrative:
H6: evaluation codes updated. Device evaluation: neither samples nor pictures were received for the analysis of this complaint. No device history record was reviewed since lot number was not provided. Without the return of the samples a comprehensive failure investigation cannot be performed, and a probable cause cannot be determined. If the product is returned at a later date, the complaint will be reopened for further investigation.